Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) during open heart surgery, the device did not discharge using internal handles. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Facility's biomed department was unable to duplicate the reported malfunction.